Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was imprecision. The patient was registered with a good pattern and had error of 1.4. They felt accurate, at first, then in the sinuses felt about 1cm off. They felt that way across all instruments. The site confirmed they were not putting tegaderm over the tracker and there was no pressure on the cord. The registration showed mostly green points and did not appear shifted or sunken. The procedure continued without navigation. Additional information noted that on the registration the top of the head was cut off, and a few points were collected off the scan, with a few sunken points. It was recommended to shift the field of view to include more of the top of the head and less of the mouth. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: patient weight, unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.